Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, could not detach the anvil. During the surgery, opened the packing, rotated the knob, until showed orange indicator, then could not detach the anvil. Another device was used to complete the surgery. There were no adverse consequences to the patient. After surgery, the customer tried again with big force, could detach the anvil.

Manufacturer narrative:
(B)(4). Batch # p59008. The analysis results found that the cdh25a device arrived with the anvil missing. The breakaway washer was not present and there were only 6 staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The test anvil was attached on the device completely and without any difficulties. As the event description mention that the anvil could not be detached, the event described could not be confirmed as no anvil was return for analysis and there were only 6 staples present on the device, it should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. For more information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Corrected data: updated device evaluation: initial analysis: the analysis results found that the cdh25a device arrived with the anvil missing. The breakaway washer was not present and there were only 6 staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The test anvil was attached on the device completely and without any difficulties. As the event description mentioned that the anvil could not be detached, the event described could not be confirmed as no anvil was return for analysis and there were only 6 staples present on the device, it should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. For more information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional analysis: the primary intent of the analysis was to measure force-to-fire in a lab setting and to determine if malformed staples were noted when fired. This device was received for additional investigation after initial analysis. The device was fired using the force-to-fire with ils reloads on test skins at the high "b" setting. (This is a conservative approach for staple formation.) Firings were performed by r&d design engineer. No malformed staples were observed during firing. The washer was cut during the firing stroke. The force-to-fire values were below the specification limit of 146.3 lbs. And within the manufacturing control limits.